Manufacturer narrative:
Investigation summary complaint of leaks on item c1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
The event involved a clave connector, and it was reported that an attempt was made to administer a radioactive medication through the blue clave into a power port. While the medication was being pushed, the clave connector leaked and squirted the medication onto the patient and staff. Staff confirmed that the medication syringe was fully twisted and connected to the clave. The clave was securely attached to the power port line. The patient did not receive the intended radioactive medicine and had to be rescheduled, as there was no additional supply of the medication. There was patient involvement, and no harm.